Event description:
Pt alleges she has severe to moderate breast pain, headaches, lower back, shoulder blades, neck and left arm pain. Pt also alleges her implants are visually unacceptable because they are hard, heavy and lumpy. Pt also alleges she has suffered mental distress because of the pain and appearance deformity. She has "hard balls in the breasts which are sacs" and the pain she is experiencing is "due to the hard and heavy implants on her chest and back".